Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 - 04446. Concomitant medical products; item #12-115115- bioloxd std nk-lot#117110, item #110010243- g7 shell ¿lot#621431, item # 010000848-g7 neutral liner-lot#6148277.

Event description:
It was reported patient underwent r hip revision approximately 2 years post implantation and again 5 months later due to unknown reasons. During the second revision procedure, the head and stem were removed and replaced.attempts have been made and additional information on the reported event is unavailable at this time.